Event description:
It was reported by the sales rep the device was used during laparoscopic cholecystectomy. It was reported the er320 did not close down correctly and the clips were loose when fired. Another was opened to complete the case. There was no consequence to the patient. The device was discarded. 6/30/1998 called contact person who put the "cin" in touch with someone who was in on the case. She stated the surgeon was clipping on the duct, but the jaws would not close on the duct and the clip did not close. Another was opended to complete the case.